Event description:
It was reported that prior to the case, the obturator would not go down the sleeve of the trocar. Appears the obturator is a 12mm and the sleeve is 11mm. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the b11lt instrument was returned with a 12mm obturator labeled as a 11mm obturator. Due to the returned condition, the "obturator would not go down the sleeve of the trocar". We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.